Event description:
It was initially reported that the device would not complete a boot-up cycle. There was no patient use associated with the reported failure.upon evaluation by physio-control, it was observed that the device would intermittently fail to respond to the on button. When the button operated properly, the device powered on properly and would advance past the boot-up sequence.

Manufacturer narrative:
Physio-control further evaluated the removed large keypad assembly at the failure analysis center. The cause the reported failure was determined to be due to conductive material from the plastic bubble shorting the left contacts of the on button.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the large keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.